Event description:
Concomitant products related manufacturer report numbers: 2916596-2020-05098 and 2916596-2020-05111.

Manufacturer narrative:
Section d4: the serial number was requested but not provided. Therefore UDI is unknown. Section b5: related manufacturer report numbers added. Manufacturer's investigation conclusion: the reported that the patient had a controller fault was not confirmed. The system controller (serial number unknown) was not returned for analysis, and no log files correlating to this system controller were provided. The nature of the reported alarm that occurred on this system controller was unable to be determined. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was given. The heartmate system controller was not returned for analysis. As a result, the root cause of the reported event could not be conclusively determined through this analysis. To date, the system controller associated with this complaint was unavailable for evaluation and the complaint file will be closed accordingly. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a controller fault, and the green arrow was illuminated. The vad coordinator was unable to interrogate on the system monitor, and the vad sounded "clunky and revving." The patient was put on heparin at 500 cc per hour. The plan is to consult a surgeon to discuss a potential pump exchange. The batteries died, and the pump stopped while in the intensive care unit, and the controller was exchanged.